Event description:
It was reported that the patient experienced low glucose while using the iLet system and paused insulin delivery because the pump continued delivering insulin as glucose was dropping; the behavior of the pump could not be confirmed at the time due to the patient driving and reports were later synced, with documentation noting potential meal announcements used as corrections; the medical device problem was characterized as insufficient information and the device component was characterized as insufficient information. Symptoms included hypoglycemia with associated hot flashes/flushes and diaphoresis. Outcomes included the need for oral glucose (e.g., juice or glucose tablets). Investigation included communication with the patient and analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available and there was insufficient information regarding the device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.